Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding unexpected hemoglobin (hb) results on an I-stat chem8+ cartridge. Time: 1451, hb: 6.5, hct: 19. Time: 1501, hb: 10.2, hct: 30 same sample. Time: 1514, hb: 5.1, hct: 15 same sample. Based on the information available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).the investigation was completed on (B)(4) 2012. No deficiency was identified and the cartridges are functioning according to specification.